Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure when attempting to transition from a dexcom g7 sensor to a freestyle libre 3 plus sensor for use with the ilet, despite multiple troubleshooting steps including phone restart, app reinstallation, and bluetooth re-pairing, after which the user was referred to the sensor manufacturer¿s customer care and later confirmed to have a functioning sensor. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included no medical intervention and no interruption to diabetes therapy as the sensor connection was subsequently established. Investigation included product technical support and user education. Investigation of this case revealed that the issue resolved after coordination with the sensor manufacturer and successful sensor pairing was confirmed. It was concluded that the event was related to a temporary pairing or connectivity issue with the continuous glucose monitoring system that resolved with troubleshooting and manufacturer assistance.